Manufacturer narrative:
Based on the customer complaint of the tip-up fenestrated grasper breaking inside the patient, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, there was an internal collision during the case and there was enough pressure to break or snap the instrument. The tip-up fenestrated grasper instrument completely broke. There were fragments that fell into the patient which were retrieved during the same procedure. The surgeon was moving from one part of the body to the other when the collision occurred. A backup instrument was used for the procedure. The procedure was completed with no reported injury.